Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urge incontinence. The patient reported that there was a new formation of blood under the bandage that was not there yesterday ((B)(6) 2018). The patient reported that she felt that she may have dislodged or moved her leads. It was noted that troubleshoot was tried by increasing her stimulation and changing her sides. The patient was advised to contact their healthcare provider (hcp). It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.